Event description:
The patient ate dinner and then test their blood glucose using the suspect device. Patient obtained a result of 117 mg/dl. Patient had a migraine, was nauseous and vomiting up their dinner. Patient went to the grocery store to get some ice cream and passed out. Patient was transported to the hospital via an ambulance. Patient was given a d50 injection. Patient's glucose level at the hospital was 32 mg/dl. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.